Event description:
The jetstream g3 was advanced to treat an approximately 35cm lesion in a surgically placed synthetic graft located in the superficial femoral artery (sfa). The device was used in the minimum diameter mode and at the distal part of the graft the device encountered resistance. The physician pulled the device back and moved beyond that area. It was noticed that the guidewire coming out of the back of the control pod, twisted on itself and it appeared to twist in the vessel. The guidewire became stuck and the physician pulled out the g3 and guidewire as one unit. It was then noticed that 10 cm (per user report) of the guidewire was left behind in the peroneal (distal extremity) of the pt. The guidewire was left in the pt.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. The complaint notes that the guidewire was coming out of the back of the control pod twisting on itself and it appeared to twist in the vessel. The IFU includes a caution on guidewire mgmt technique, "hold the guidewire firmly during catheter retraction process. Failure to do so may result in guidewire rotation within the vessel." Initial reporter (user) submitted report to FDA (B) (4)